Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns (B)(6) year old female patient who received treatment with synvisc one and on the same day had fever, knee was swollen and had great deal of pain, knee was still painful. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown) for right knee arthritis in right knee. On the same day, after receiving synvisc one injection, patient reported fever from the night and her knee was swollen. Patient said that she was in a great deal of pain also but felt better in morning. Patient did not have a fever on (B)(6) 2017, but her knee was still swollen painful. Corrective treatment: not reported for device malfunction; rest, ice and elevate and take anti-inflammatory medications for rest events. Outcome: not recovered for knee was swollen; recovering for great deal of pain, knee was still painful; recovered for fever; unknown for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated: 8-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced fever, pain and knee swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 08-dec-2017 from a nurse. This case concerns 73 year old female patient who received treatment with synvisc one and on the same day had fever/low grade fever, knee was swollen and had great deal of pain, knee was still painful. Also device malfunction was identified for the reported lot number. No past drug or concurrent condition was provided. Concomitant medication was amlodipine/valsartan, rosuvastatin calcium (crestor), apixaban (eliquis), metoprolol tartrate (metoprolol), rosuvastatin. Medical history was diabetes, gallbladder issues, hernia, high blood pressure. On (B)(6) 2017 , the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (batch/lot number: 7rsl021, expiry date: unknown) for right knee arthritis in right knee. On the same day, after receiving synvisc one injection, patient reported fever from the night and her knee was swollen. Patient said that she was in a great deal of pain also but felt better in morning. Patient did not have a fever on (B)(6) 2017 , but her knee was still swollen painful. Corrective treatment: not reported for device malfunction; rest, ice and elevate and take anti-inflammatory medications for rest events outcome: recovered for knee was swollen, great deal of pain, knee was still painful; recovered for fever/low grade fever; unknown for device malfunction a pharmaceutical technical complaint (ptc) was initiated and global ptc number: 51044. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction. Follow up was received on 08-jan-2018. Global ptc number was added. Follow up was received on 17-jan-2018. No new information was received. Additional information was received on 09-apr-2018. Verbatim updated for fever. Event outcome updated to recovered for swollen knees and knee pain. Concomitant medications added. Pharmacovigilance comment: sanofi company comment dated: 8-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced fever, pain and knee swelling. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.